Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump is beeping without cause. Customer's blood glucose at the time of the incident was 384 mg/dl. Customer reported that she may not have taken enough insulin for carbohydrates at dinner. The customer did not troubleshoot and did not send the product back for analysis.